Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on cgm. Reportedly the customer failed to bolus after eating a meal. Elevated bg was addressed via a correction injection. Recommendation was made to consult with a healthcare provider to discuss diabetes management.